Manufacturer narrative:
Investigation results: the visual inspection revealed that the delivery device was outside of the loader device and the plunger had been depressed. The loader device was not returned. The seal was outside the delivery tube, but the seal subassembly remained inside the tube. Blood contamination was evident on the seal and inside the delivery tube and delivery device. It was concluded that there was an attempt to deploy the seal, thus, the complaint that seal failed to load could not be confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B) (4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring seals did not load properly. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. This report is for the first seal.